Event description:
It was reported that bd alaris smartsite pump infusion set was bulging the following information was received by the initial reporter with the following verbatim it was reported by the customer that a patient had issues with their central line, nurse went to troubleshoot the alaris tubing and found that the tubing was bulging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
One photo was taken by the customer that verifies the complaint. One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and no issues were found. Based on the photo returned the probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review could not be performed because a lot number was not provided by the customer.